Event description:
Consumer called to complain that they cannot check their calibration strip on device. Troubleshooting by phone confirmed this. The device was replaced and the defective one returned for investigation